Manufacturer narrative:
Add'l expiration date 2/28/2011. Add'l MFR date: 2/2009. Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2010-01252 for device 2). The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meed specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2010-01252 for device 2). On (B) (6) 2009, the patient was implanted with a scs system. The patient complained to the physician of insufficient stimulation. The physician explanted the scs system in order for the patient to have an MRI before implantation of a paddle lead. The system was explanted on (B) (6) 2010, so the patient could have the MRI.